Event description:
Customer reported a hospitalization due to low blood glucose. The current blood glucose reading is 111 mg/dl. Customer stated that she passed out and broke her ankle in three places. The blood glucose reading at the time of the event was 35 mg/dl. Customer stated that she was stressed and parents treated with food to get the blood glucose level up. Customer was taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.